Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, when the trigger was grasped to check the feeding before use on the patient, the clip ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient.